Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received 200 samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿missing label¿ with the incident lot was not observed as all samples met the required specifications. Thirty samples were visually inspected, and no defects were identified. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® sst¿ tubes bd hemogard¿/gold were received without labels. No serious injury or medical intervention reported.